Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose level was 300 mg/dl. After tandem technical support performed a system check, the contact indicated that the pump supplies would be changed along with the infusion site. The bg level was lowered to 91 mg/dl with a correction bolus.